Manufacturer narrative:
The report of damaged driveline was confirmed based on the submitted photographs. The images on the submitted photographs revealed three separate areas where the silastic sleeve was damaged and the bionate layer and shielding could be seen. The damage was repaired with rescue tape, and no further interventions were planned. The patient remains ongoing on pump support with no further driveline damage related issues. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient's follow-up center (lvad implanting center) was (B)(6). (B)(4). Approximate age of device - 1 year and 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was transported to the hospital on (B)(6) 2016 after receiving two gunshot wounds to their right upper extremity (rue). Upon assessment of the injury, "2 areas of cracked driveline" were noted. There were reportedly no alarms and the pump parameters were within normal limits for the patient. The patient was reported to be stable from the injury. X-rays taken upon arrival at the emergency room (ER) showed a "broken metallic wire internally". Rescue tape was applied to secure the areas of damage until the patient could present to their lvad implanting center on (B)(6) 2016. Upon presenting to the implanting center, visual inspection of the driveline by the vad coordinator revealed one spot that appeared to have a kink where some wires were showing but the inner protective jacket still appeared intact. Review of the submitted log file by the manufacturer's technical services representative revealed no abnormal alarms or events. A review of the submitted photographs noted that the damage to the outer jacket of the driveline appeared cosmetic. The customer reported that the patient remains stable with no device support issues or patient symptoms. The medical professionals at the implanting center believe that a bullet may have contacted the driveline and the area was secured with rescue tape. No further interventions are planned and the center will continue to monitor the patient.